Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions, operation manual for gif-xz1200 chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif-xz1200 chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the videoscope insertion rubber was cracked/cut. There were no reports of patient or user harm. During evaluation, the following reportable issue was found: a foreign object inside the nozzle. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The insertion tube was broken. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the curved rubber adhesive part was missing, the water drainage function may deteriorate due to clogging of the air/water supply nozzles due to handling, the lighting lens was cracked due to external factors, image guide protector had a cut, the angle wires were stretched and the up direction did not meet the standard value, the up down knob was damaged, did not move smoothly and also did not meet the standard value, the body control unit was damaged, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on the bending cover section was chipped, lens guide lens was cracked, objective lens, control unit and connecting tube had discoloration, suction cylinder was shaved and the following components were scratched: up down knob, forceps elevator, forceps lever, switch 2, switch box, plastic distal end cover, suction connector, universal cord, grip, connecting tube, right left knob, control unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital added here due to character limitation in respective field.